Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that motorized movements were not available. The customer declined the service request sent for philips evaluation and repair service. As the customer decline the service request, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the motorized movements were not available. No harm was reported to philips. Philips has started an investigation of this compliant.